Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a9cl77, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported who was in the case that during a laparoscopic appendectomy that surgeon placed device on tissue, closed and attempted to fire but it would not fire. Rep instructed her to remove and replace the battery and open and close device. That did not work, and surgeon reported the firing trigger felt like it was just hanging and had no resistance. She removed the device from the patient and a new device and reload were opened. While the reported device was sitting closed on the back table the scrub tech reports it fired on its own, second device worked properly. The case was delayed 5 minutes. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4: batch # 520c83. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 520c83, and no non-conformances were identified.